Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they perform correlation testing multiple times a day with the elecsys tsh assay (tsh) using pooled serum on all of their cobas 8000 e 602 modules since tsh is the one assay installed on all of their e 602 modules. Personnel on the evening shift noticed that the pooled serum samples they were using started to produce "bad" results on this one e602 module. The customer pulled patient samples and repeated them on other e602 modules in the laboratory. The repeat tests were performed on (B)(6) 2017. Based on data provided for 38 patient samples, the results for 13 patient samples were erroneous when tested for either elecsys ferritin (ferritin), elecsys ft3 iii (ft3 iii), elecsys vitamin b12 immunoassay (vitamin b12) or tsh. Refer to attached data for patient results. No adverse event occurred. The ferritin reagent lot number was 13307000. The ft3 iii reagent lot number was 20310000. The vitamin b12 reagent lot number was 15233300. The tsh reagent lot number was 18927900. No expiration dates were provided. The field service engineer (fse) visited the customer site where a valve issue was identified. A valve was not closing causing fluid to drip from a sipper. The fse replaced the valve. Several mechanical checks were performed and no drips were observed. Instrument tests were run with no errors. The customer ran quality controls and a patient correlation with no errors.

Manufacturer narrative:
The customer has not had any other problems since the service visit.

Manufacturer narrative:
A review of the alarm trace indicates the operator observed some problems on the day of the event. The investigation determined that the valve issue found by the fse was the root cause of the event.